Manufacturer narrative:
Corrected data: d10 h3 other text : customer discarded product.

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.